Event description:
Blood leak at beginning of plasmapheresis treatment. This is the 3rd occurrence with the same lot number of tubing. The leak was at the same location in all 3 tubing sets. FDA safety report ID# (B)(4).